Event description:
According to the doctor's office: integration was established at uncovering. Iac crown placed. Tooth started flaring up mid-spring '25. Used [unknown] to decrease inflammation; complete integration lost (B)(6) 2025.

Manufacturer narrative:
On (B)(6) 2026, the doctor's office updated the [unknown] word to be "laser". The office thought the pain that had been going on for 9 months to a year was from the emergence profile. Patient noted to have hormonal issues post removal. Patient has since been restored with a bridge and is doing well.

Event description:
According to the doctor's office: integration was established at uncovering. Iac crown placed. Tooth started flaring up mid-spring '2025. Used [unknown] to decrease inflammation; complete integration lost (B)(6) 2025.